Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08760 inches. Successfully downloaded the trace/history files using thus. The pump was programmed with a test guardian 3 link transmitter and a test plug. The pump communicated properly with the transmitter and test plug. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for 24 hours with no unexpected calibration errors or other unexpected sensor errors occurred. The pump was cut open for a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor however, dried insulin was found on the motor slide. No unexpected battery power loss noted during testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case stained keypad overlay, missing serial number label, and pillowing keypad overlay. High bg anomaly, calibration not accepted alert, and unexpected battery power loss are not confirmed. Dried insulin was found on the motor slide during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not doing anything. Customer experienced high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.